Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Device evaluation of charger/modem sn (B)(4) has been completed. As received, the charger/modem was resetting and the power supply was missing. Upon evaluation, the charger exhibited a failure at pld component u102 and pxa component u105 on ca board sn (B)(4) and there was liquid contamination on the bedside board. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.